Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to a limb length discrepancy (left leg was longer, surgeon believes the offset was too great for the patient's anatomy). An exeter stem, biolox head, adm/ mdm poly insert and mdm metal liner were revised to another exeter stem, biolox head, and trident insert. Rep confirmed there are no allegations against any of the revised implant. Update 08/march/2022 wg: clarification: rep explained that the surgeon revised the stem because exeter stems come with different offset options. Surgeon felt that it was better to revise the stem rather than revising the head from the +0 head in situ to a negative offset.